Manufacturer narrative:
The device has not been received in our facility as of this time. A f/u report will be submitted as soon as the product is received and final analysis has been conducted.

Event description:
Per received report: after six (6) microcoils were successfully deployed in the aneurysm, a deltapaq 3x8 was used. The coil could not be placed as it was moving in and out of the aneurysm. As the coil was safely withdrawn, it was observed that the coil was missing. It probably detached unintentionally and unraveled. The coil was successfully retrieved by a gooseneck snare. Add'l report received on 04/26/2011: pt was fine post operation and no add'l medications were prescribed as a result.